Event description:
Pt alleges receiving breast implants on an unknown date and of an unknown MFR. Pt also alleges she is having problems and needs to have removal; however, no other specifics were given.